Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14452. It was reported that the patient's system was autoreducing due to high impedances on the l5 lead and low impedances on the l4 lead. As a result, the physician explanted the patient's system and replaced it with a competitor system.